Manufacturer narrative:
The pump alarmed motor error alarm during the rewind due to an out of phase motor encoder signal. The pump passed the stop current and run current tests. Unable to verify the motor position encoder error alarm or perform the self test, off no power, unexpected restart, displacement, prime, occlusion or no delivery tests due to the motor error alarm. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 149 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.